Manufacturer narrative:
Analysis of the extension, serial # (B)(4), found the proximal end connector not completely seated in the ins connector port. There were some set screw marks that were in the correct location and there were four set screw marks that were not in the correct location. There were two set screw marks on connector #0 that are too proximal. There was one set screw mark on connector #1 and there was on set screw mark on the insulation between connectors #0 and #1. Some of these set screw marks indicate the extension was not fully inserted. Although it is unclear when the set screw marks that are too proximal in location were in use, these proximal placements of the set screw could cause high impedance measurements due to alignment issues. The epoxy was broken at the proximal end of connector #0 and at both ends of connector #1. The extension had no shorts and the continuity test passed. Analysis of the neurostimulator, serial #(B)(4), found the connector port had a lead or extension insertion anomaly from a deformed balseal spring. Balseal connector spring #12 was deformed. All impedances were less than 1,000 ohms when the ins was attached to two known good leads and extensions. Fdc is associated with the neurostimulator and fdc is in regards to the extension fdr is associated with the neurostimulator and fdr is in regards to the extension recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Event description:
Additional information received from the manufacturer representative (rep) reported that the implantable neurostimulator (ins) with a use date of 2015 was the ins implanted when the patient came into the operating room (or). It is therefore unclear when it was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported the patient had worsening symptoms. The battery was near end of life. The patient underwent an elective pulse generator replacement on (B)(6)2016. After inserting the new generator, it was reported the right channel was completely open apart from contact 8. The lead was removed and re-inserted. During this procedure, a large amount of resistance was encountered on removing the extensions. The impedances remained >10,000. A second ins was used. This time the extensions were more easily inserted. However, impedances remained >10,000 on the right channel. The decision was made to close the incision, awaken the patient, and discuss management options which likely would include replacement of the extension. It was determined, during the procedure, one of the extensions was damaged and the patient was brought back to the operating room for extension replacement. It was reported there was damage to the left extension possibly due to manufacturing defect of the pulse generator.

Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 37085-40, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: extension.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that during an implantable neurostimulator (ins) replacement, high impedances values of greater than 20,000 ohms were found on all contacts apart from contact #8. The extension was removed and was unable to be re-inserted into channel 2. The rep speculated that there was a possible head black tolerance issue. Another ins was opened and the hcp was able to insert the extension, but the high impedance values remained. The extension was replaced and the impedance normalized; the patient needed an additional surgery to replace the broken extension. The issue was reported to be resolved at the time of this report. There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.